Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly would not turn on with strip after meter got wet in house fire. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up (1/16/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the reported issue, the test strip label had overprint and was illegible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.